Event description:
It was reported that the pt started to experience a sensation of knee hyperextension while walking. This progressed to include a feeling of general instability in the knee, and was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.